Event description:
The patient reported experiencing pain during initial cannula insertion and later, while sleeping, after approximately 4-24 hours of pod wear, he developed elevated blood glucose levels and felt pain at the infusion site. No specific blood glucose values were reported. Upon pod removal, the cannula was observed to be straight but at an unusual angle. The patient further reported developing scarring on the body, which was attributed to pod wear and cannula insertion. No medical intervention was reported regarding the elevated blood glucose. This event is being reported due to the formation of scar tissue attributed to pod use.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.